Event description:
Country of complaint: (B)(6). Complaint states: after aortocoronary venues bypass two patients showed heavy secondary bleedings. Due to this, reoperation had to be carried out, because the vessel sutures had been ripped off.

Manufacturer narrative:
MFR site evaluation: samples received: (B)(4) unopened units. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: although the results of the samples received fulfill the specifications of the OEM, OEM takes note of this incidence in order to assess if new or additional actions are needed. Actions on product: na. Corrective/preventive actions: na.